Event description:
It was reported that implantable cardioverter defibrillator (ICD) recorded atrial tachy response (atr) episodes caused by farfield oversensing. The device remains in service. No adverse patient effects were reported.